Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the wheel lock stuck in locked position, so the fse replaced the caster dual-function (0401-00-0060). The unit then passed all functional and safety test per factory specifications and was returned to the customer and clear for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information received, decision tree was assessed and the reported event was determined not to be reportable

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was found in the hallway and caster was broken off. There was no patient involvement .